Manufacturer narrative:
Following sections were updated or corrected : a3, b5. D2, d4, d9,e1,e2,e3, g2, g3, g6, g1, h1, h2, h3, h6. H10 g2: foreign country: (B)(6). Review of the most recent repair record determined the control board position was out of calibration and the motor was corroded and the speed was unstable. The device has not yet been repaired as repair site is awaiting material. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow-up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device cutting too deep & motor cutting out. The event timing was during surgery. There was no harm and a 10 minute delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.